Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, service ticket history for the customer's instrument, a search for similar complaints, and a review of labeling. Troponin controls were acceptable, and no other samples showed a similar high value. No other complaints have been documented for the architect i2000sr, serial number (B)(4) during the period of (B)(4) 2011, suggesting there were no apparent instrument issues that may have contributed to the current complaint. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the system was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin value for one patient sample. The patient was admitted with chest pain. The first patient sample generated a troponin result of 0.8 ug/l. At 6 hours a second sample was drawn and a troponin result of <0.3 ug/l was generated. A third sample also generated a troponin result of <0.3 ug/l. The first sample was repeated and a troponin result of <0.3 ug/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.